Event description:
It was reported that the patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to infection located in the scrotum. Post-op the patient was treated with antibiotics. The physician stated that the infection was not cause by the device. All components were explanted and replaced with a tactra penile prosthesis. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.